Manufacturer narrative:
Product was evaluated and the brakes were tested; no malfunction or defect was observed and the brakes passed the pull test. The incident occurred in a room with polished linoleum floors and it is believed this was the cause of the incident.

Event description:
It was reported that a pt was attempting to get back into bed after using the commode. Reportedly, she leaned against the bed which moved. It was reported that the pt fell and sustained some skin tears on her upper arm. The skin tears were cleaned and steri-stripped. They did not require sutures.